Event description:
Patient returned to the outpatient infusion center stating that the antibiotic bag had been changed the day before, and 20-minutes after pt got home, this cadd pump began alarming "air-in-line". Pt reported that it interrupted most all of the intended antibiotic infusion. The patient stated that visible air was in the tubing and complained that this is the second time this has happened recently. Staff realized that since the hospital changed bd bags, there has been a noticeable increase in patient complaints about the "air-in-line" alarms. Upon closer examination, they note that the bd bags are "stiff" and are not over-filled which they feel is leading to air bubbles which enter the IV tubing line.